Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
Reference MDR #3006425876-2010-00040 for the first event involving the same pt. It was reported that the first device was removed. A second attempt was made with a new cs-15802-e and the same event occurred. As a result, a third cs-15802-e was successfully placed in the pt. There were no clinical consequences for the pt; however, the procedure time increased by 45 mins. Additional info received by the sales rep on (B)(6)2010 from the customer stated that the spring wire guide (swg) bent and broke into two separate pieces outside of the pt's body, not at the tip which is inserted into the pt. They could not insert the catheter.